Event description:
It was reported that the ilet user experienced elevated glucose readings after lunch and expressed concern about entering incorrect meal information. Review of reports showed frequent ¿less than usual¿ meal announcements and a recent diet change, and the user sought assistance with optimizing meal entries. Symptoms included hyperglycemia peaking at 261 mg/dl. Outcomes included the need for troubleshooting and education without alerts, alarms, hospitalization, or injury. Investigation included review of device reports and user-reported meal announcement behavior with education provided on how frequent ¿less than usual¿ entries and diet changes can affect algorithm performance. Investigation of this case revealed that device performance was influenced by user meal entry practices and dietary changes, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to algorithm maladaptation, addressed through education and planned advanced training.